Manufacturer narrative:
Physio replaced the device's user interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to corrupt memory on integrated circuit, designator u2..

Event description:
The customer contacted physio-control to report that their device displayed a white display and generated an error code that are indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio will replace the device's user interface flex cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed a white display and generated an error code that are indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.